Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having issues with their equipment. Caller stated that when they first got the implant it didn't have any charge at all so it took a while to get it to charge up. Caller added that they had to take the battery out and put it back in and then it would charge up a little bit and then shut down so they would have to reset the controller again. Caller also stated that the controller started freezing up on them and then stopped doing that. Caller stated they think that their stimulation went back to default settings and they cant adjust stimulation. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed green light above screen; controller is 70 percent and implant is low. Caller then connected recharger and tried to unlock the controller but the controller would not respond. Agent asked caller to press the stim on/o ff button and the controller still would not respond. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue as the equipment is relatively new and caller wanted to meet with the rep to discuss stimulation settings. Information was received from a manufacturer's representative regarding an external device. The reason for the call was manufacturer rep called in with the patient (pt) reporting that the controller has been constantly freezing up since day one. Caller stated that they met with patient today for a reprogramming session and after they finished, they had patient grab the controller to show them how to operate it and the controller froze again. Caller mentioned that they reset the controller and it froze again and they were in the middle of trying to switch to another program group and they have no way of turning it off and on except for using the reps tablet. Caller also stated that now the controller is saying software problem. Caller also mentioned that the white button on the top of the controller fell out and they had to put it back in. Caller confirmed that there is no damage to the battery pack or to the recharger. At the end of the call, pt mentioned that they have to play with the recharger cord in order to charge the implant. Pt also stated the implant will stop charging around 50 - 80% and says finished. Agent reviewed this may be occurring since the controller is damaged. Agent recommended to monitor implant charging with replacement controller and can call back if issue does not resolve. An email was sent to the repair department to replace the controller.